Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "small fluid intensity cysts." Device was explanted.

Event description:
Healthcare professional reported, right side rupture. And "small fluid intensity cysts". Device was explanted.

Manufacturer narrative:
Device evaluation: cyst: unable to confirm, as it is a medical event. Not related to the device. Rupture: unable observed, opening on the device. Additional observations: creases observed, on the device. White particles observed, in the surface of the shell. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, as the device was implanted.